Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on the afternoon of (B)(6) 2017, a drill bit broke intra-operatively during a blade insertion for a tfn-advanced¿ proximal femoral nailing system (tfna) procedure. While the surgeon was drilling to put in the tfna blade, he used the blunt end of the guide pin for the step drill to insert the drill bit and ensure nothing would be punctured. Upon insertion, the tip drill bit broke and the guide pin was bent. Nothing was embedded in the bone. Another drill bit and guide pin was used to complete the surgery. There was a five (5) minute delay as new prats had to be retrieved. Surgery was completed successfully and patient status was reported as stable. Concomitant devices reported: unknown step drill bit (part# unknown, lot# unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: march 17, 2015. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the device was inspected at customer quality and the complaint was confirmed. The drill bit was returned with the distal tip broken off. A visual inspection, drawing and device history record review were performed as part of this investigation. A visual inspection, dimensional analysis, drawing and device history record review were performed as part of this investigation. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Dimensional analysis is not applicable at this time as the tip was not returned, and remaining features are distorted. The relevant drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.